Event description:
It was reported that the customer had a weak battery alarm on the insulin pump. Customer's blood glucose level was 168 mg/dl. It was explained that the pump will function but the battery life will be shorter than expected. Customer has been getting weak battery alarms with a different battery. Customer stated that this happened numerous times. Customer was using an energizer battery. It was explained that a weak battery alert will occur prior to a failed battery test or low battery alert. Customer also had a motor error alarm. Customer does not use sensor feature on the pump. Customer was able to complete the rewind sequence. Customer was advised to return the pump with the battery and zero out the basal rates. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected weak battery. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)